Event description:
The iab was inserted into the patient on 11/08/96 at 8:00 p.m. And removed on 11/11/96 at 2:00 p.m. The iab did not malfunction. As a result of the event, the patient had thrombocytopenia. The contact also stated that the patient had decreased hemoglobin. (Event complications: thrombocytopenia/decreased hemoglobin-) reported 07/07/97. (Pt's current status: discharged-rpt'd 07/07/97).